Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was experiencing poor coupling with recharging. The patient reported that she was experiencing the same poor coupling issue as previously reported. The patient reported that the recharger antenna was replaced and ¿it worked real well for about 2 weeks¿ but since then she was experiencing the same coupling issue. The patient reported that she was recharging on bare skin and using the adhesive discs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported the charger kept losing charge and patient services thought it was the antenna. The patient reported that she was sent a new antenna and directions to put it together. The patient reported that the poor coupling following the antenna replacement had been resolved. No further complications were reported.